Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call, the customer was hospitalized for high blood glucose of 812 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer's mother didn't recall any significant events that may have led up to the hospitalization. However did mention the customer had been in a previous accident and was not sure if the device had been exposed to an MRI or cat scan. The customer was not wearing the insulin pump at the time of the hospitalization, she was disconnected less then 48 hours. Customer's mother believed the insulin pump caused the hospitalization. Troubleshooting was performed and the insulin pump passed the high pressure test, self test, and displacement test. However mother still requested the device to be replaced, the device is being returned for further analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit passed the delivery accuracy test at 0.08795 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner and minor scratched lcd window.